Event description:
During a thoracentesis for 200 plus pleural effusion, the hub of the needle broke away from the needle, leaving the closed system open to room air. The physician quickly removed the needle. The pt had a nonfunctioning chest tube removed. The pt subsequently had to have another chest tube inserted for a tension pnemothorax.